Event description:
It was reported that during revision procedure, it was visibly confirmed that one of the leads was fractured. In turn, the fractured lead was explanted and replaced, thereby restoring effective therapy.

Manufacturer narrative:
Section b3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000078995. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.